Event description:
It was reported that the patient received the new electrodes and is still breaking out. The patient was using the 63b electrodes while she treated with the spinal pak device. The patient described her skin as red, itchy, with blisters, and welts. She also stated that her skin was dry, raised, and scaly. The issue was under electrodes and she changed and rotated daily. The patient cleans with soap and water. She stated that the adhesive is difficult to remove. The patient is sensitive to surgical tapes, allergic to medications and shellfish, and has no seasonal allergies. The patient does not take blood pressure medication. The patient initially contacted her sales representative and did not seek medical advice. It was later reported on (B)(6) 2022, that the patient spoke to her surgeon, and told her to return the device because she had a reaction from 72r and the 63b electrodes.

Manufacturer narrative:
Zimvie complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2022. Medical product: unknown. Therapy date: unknown. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
Corrections - b4 date of this report added, b5: updated the product was not returned for evaluation, d3 manufacturer address and email address, g1: contact office and manufacturer site, g6 type of report, h6 method. Additional information - d9: device not available for evaluation h4: device manufacture date, h6: investigation type, findings, and conclusions, h10: additional narrative, h11 this follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported that the patient received the new electrodes and is still breaking out. The patient was using the 63b electrodes while she treated with the spinal pak device. The patient described her skin as red, itchy, with blisters, and welts. She also stated that her skin was dry, raised, and scaly. The issue was under electrodes and she changed and rotated daily. The patient cleans with soap and water. She stated that the adhesive is difficult to remove. The patient is sensitive to surgical tapes, allergic to medications and shellfish, and has no seasonal allergies. The patient does not take blood pressure medication. The patient initially contacted her sales representative and did not seek medical advice. It was later reported on (B)(6) 2022, that the patient spoke to her surgeon, and told her to return the device because she had a reaction from 72r and the 63b electrodes. The 63b electrodes were not returned for evaluation.